Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. The field service engineer (fse) found the full-height drawer 4 off the bus with no lights present on the board. The board was tested using a meter and was determined to be faulty. The fse replaced the board and restored functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black. The customer rebooted the station, and although it came back online, the system displayed multiple drawer failures with messages indicated device was not detected on bus. The users were unable to recover the drawers. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.